Manufacturer narrative:
No patient information available since no patient was involved. The lot number indicates this part was manufactured over four and a half years ago. The articulating arm failed the holding force test. The arm should hold up to 14 lbs of downward force but failed at 5 lbs. The arm should hold up to a side pulling force of 10 lbs but failed at 7.3 lbs. The reported failure has been confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported a system articulating arm that would not lock properly. No patient was present when this was discovered, and no details as to how this occurred have been provided.